Event description:
An altitude alarm was reported with the pump, causing the customer's insulin to be suspended. The customer¿s blood glucose level remained within the normal range and did not exceed 500 mg/dl. Technical support advised the customer to remove obstructions from the pump's speaker holes, clean them, and reconnect the cartridge. After performing these actions, the customer resumed insulin delivery, and the pump returned to normal operation. Tips for preventing future altitude alarms were provided to the customer.